Manufacturer narrative:
Continuation of d10: product ID 217f5 (lot: 23725); product type: 0630-freezor catheter; implant date n/a; explant date n/a product ID 106e2 (serial: (B)(6)); product type: 0628-console spare parts; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned focal cardiac ablation to treat supraventricular tachycardia in a 12-year-old patient under general anesthesia, no ablation was performed and the procedure was aborted before transseptal device usage while using a freezor xtra catheter with a universal cryoconsole. Prior to the procedure, the console was prepared and tested using a demo catheter and had been used successfully the previous day. Once the freezor catheter was positioned in the patient, the purge test could not be completed because the system repeatedly displayed a system notice indicating that a temperature drop was detected during the system flush and the system flush was stopped, which caused the purge test to stop automatically. The console intermittently detected and displayed a patient temperature below 32°c with significant fluctuations, and each detection of a temperature below 32°c interrupted the purge test. Troubleshooting was performed, including confirming the system ground connection was connected, powering off the rf generator and patient warming bed, restarting the console, and removing the freezor catheter from the patient. The system was connected to different power outlets and grounding points where no other equipment was connected, non-essential navigation system components were powered off, and the connection box was relocated to assess potential electrical noise; due to cable length limitations, the connection box could not be positioned directly on top of the console. A second connection box was tested, followed by replacement of the power cable and ultimately the catheter. Additional options were discussed with the physician, including placing the initial catheter in warmed saline to complete the purge test and using warmed saline (approximately 40°c) instead of the cold saline being used. Approximately one hour was spent performing troubleshooting activities; the issue was not resolved and the physician aborted the procedure. Field service engineering was contacted, no service visit was scheduled, and data files were reported to be available. No patient symp toms, complications, injury, or hospitalization were reported, and the patient outcome was alive with no injury.